Event description:
On june 26, 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not power on. The reporter indicated that the alleged meter issue started on thirteen days prior, at 7:30 am. As a result of the alleged meter issue, the pt reportedly took his usual dose of glipizide (2 pills). At 2:00 pm, the same day, the pt received assistance in a hospital. His blood glucose was tested on a dr's meter and a result of "437 mg/dl" was obtained. The pt was treated with 4 and 8 units of insulin (unk type). According to the reporter, the pt did not have any symptoms of high/low blood glucose during the time of concern but he was admitted to the hospital. The reporter did not have the correct battery. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he received insulin treatment from a hospital after the alleged meter issue began. The pt was reportedly admitted to the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.